Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable became frayed and the customer experienced difficulty charging the pump. Blood glucose level was not impacted. Reportedly, the customer used an alternate cable to charge the pump.